Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level. Customer¿s high blood glucose level was 400 mg/dl and blood glucose was 135 mg/dl at the time of call. Customer declined troubleshoot for high blood level. The customer reported sensor issue. The product was not returned for analysis.